Event description:
It was reported that the left ventricular (lv) pacing lead exhibited a failure to capture. Fluoroscopy revealed that the lead had migrated out of the initial target branch location. The lead was successfully repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead (B)(6) 2008; 407652 implantable pacing lead (B)(6) 2008. (B)(4).